Event description:
This case occurred outside of the USA, in canada. On (B)(6) 2023, our canadian distributor was notified about an adverse event following dermal filler treatment in a 62-year-old patient. According to the to the information received the patient had several dermal filler treatments in the timeframe of 2017-2023 as follows: 2017: teosyal puresense ultra deep into the bilateral cheeks, marionette lines, and nasolabial folds. 2018, and 2020: teosyal rha 3 into the bilateral nasolabial folds and oral commissures area. 2021: teosyal puresense ultra deep into the bilateral oral commissures. 2022, and 2023: teosyal rha 3 into the bilateral oral commissures . As per practitioner notes, the patient had no issue after treatment in 2017, and 2018. However, one month after the treatment of 2020, she developed a reaction suspected as a cyst infection on the right marionette line. As treatment, she received antibiotic, and anti-inflammatory (glucocorticoids; prednisone), followed by drainage and hyaluronidase injection. The patient had a negative culture of purulent discharge at that time. She was followed with the practitioner who noticed the presence of some scars on the affected area and referred the patient to plastic surgery for possible correction. The patient waited approximately 1 1/2 year to be seen. The surgeon stated it was a cyst and suggest repeating dermal filler injection. The patient was warned of possible further complication, and high risk for recurrence by the practitioner. After the treatment of dec 2022, she had no issue, she received another treatment in the same area 2 months later in feb. 2023. As per practitioner description no immediate issues, or discomfort was observed. However, in march 2023, the patient had the same reaction as previously, and developed what seemed to be an infection. As a remedial action, incision, and drainage were performed. Additionally, as previously, bacterial culture for purulent and cavity discharge was performed which was shown to be negative. Following treatment, the symptoms were resolving properly, however skin induration was still presented on the affected area (marionette line). The practitioner requested medical assistance to advise on this case. Immediately following receipt of initial email, teoxane's medical expert was mandated to provide the clinical assessment and advice on this case. The latter diagnosed this issue as an abscess, and probably with a biofilm which explains the negative culture result. He stated that a unilateral infection causes by bacteria could migrate through a bloodstream to another site. He also preconized that at this stage hyaluronidase should not be administered. No other information is available at the time of this report. Symptom's evolution, and patient's condition is monitored.

Manufacturer narrative:
As per medical expert notes, this case would be related to a typical infection described as abscess and suspected of biofilm. Skin infections and abscesses are well known and described adverse reactions following dermal filler injections. They can happen after an injection with an improper technique, inducing a lack of asepsis of the injection environment, which in some case may result in sepsis. External factors, such as the use of makeup immediately after the injection, can also increase the risk of skin infection. Adequate treatment with antibiotics leads to a complete resolution of the symptoms without sequelae. Regarding the appearance of biofilms, it is worth noting that this issue is well-known and documented side effect in hyaluronic acid filler injections. The gel is surrounded by common skin colonizing bacteria that irreversibly adhere to the gel inducing a permanent immune response when conditions are favourable (infectious disease, trauma, this may eventually lead to a chronic granulomatous reaction. Given the sterility of the gel, they are rather due to a defect in the aseptic environment of the injection. Appropriate treatment allows progressive resolution of the symptoms. The risk of such reactions is mentioned in the instructions for use of teosyal products.